Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 to report that a patient's father had contacted the distributor and claimed that after insertion on (B)(6) 2013, the patient bled and experienced pain; at which time, the nurse with the patient did not see the sensor wire upon removal. The patient's father did not report any additional medical intervention to the distributor at the time.